Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified after device start-up but before the patient was brought into the room. However, the patient's procedure was cancelled. The philips remote service engineer (rse) reviewed the system log file and determined that the servo motor drive (amc) was defective. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm could not move when the machine is turned on. Upon functional testing, fse confirmed that the amc had failed. Fse replaced the amc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system geometry could not move after startup. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the amc unit. The device was returned to expected functionality.